Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Omnipod software app version: 1.0.87, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical assistance at a hospital due to diabetic ketoacidosis in (B)(6) 2026 (exact date unknown). The patient's blood glucose levels reached between 180 and 250 mg/dl while wearing the pod between 4 and 24 hours on their leg. Symptoms reported included hyperglycemia. The duration of time spent in the hospital, and what treatment the patient received is unknown. In addition, the patient stated they usually experience swelling and skin inflammation at the pod injection site, and occasional pooling of insulin, indicating leakage. No further details are available pertaining to the medical event are available.